Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no health consequences or impact. Medical device problem code: failure to aligh. Component code: guidewire. Type of investigation: testing of actual/suspected device. Investigation findings: wear problem. Investigation conclusions: cause traced to maintenance.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2019 that occurred in the operating room during use in the united states. The reported failure was initially found during service repair in the (B)(4) service center on 05- nov - 2018. The failure was that the "elevator body fine needle aspiration (fna) is coming out not aligned", involving pentax medical video ultrasound gastroscope model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. On 28 oct 2019, pentax customer service representative received a request for service where the user stated the elevator was broken. Based on gfe question the user responded that this occurred during pre-procedure inspection, therefore there was no immediate risk to patient. The endoscope was received at pentax service facility on 04nov2019 and inspected on 05nov2019. The inspector confirmed the user narrative along with additional findings. The findings are as follows: elevator body fna needle is coming out not aligned, passed dry leak test, passed wet leak test, elevator knob play, elevator deflection loose, control body grip scratched, pve connector housing scratched, customer complaint confirmed, biopsy inlet t-piece bent, the endoscope was repaired where the elevator wire was adjusted and returned to the user on 12 nov 2019 on delivery (B)(4). On 04-nov-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-20-110002, the DHR review confirmed the endoscope was manufactured on 23-apr-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 28-may-2017.